Manufacturer narrative:
(B)(4). Physio-control reached out to the customer and advised that the device is no longer under warranty and not field serviceable. Physio recommended that the customer's device be permanently removed from service and that a replacement unit be obtained. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A third party service agent evaluated the customer's device and observed that it would not power on when prompted.  There was no patient use associated with the reported event.